Manufacturer narrative:
Concomitant medical products: 407645 lead, implanted: (B)(6) jan. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department for chest pain and said that their "left lead came loose". Review of a remote transmission showed that the right ventricular (rv) lead triggered an alert for high thresholds which appear to be chronic. The lead remains in use. No further patient complications have been reported as a result of this event.